Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-06151.

Event description:
It was reported that a patient underwent a closed reduction due to dislocation on an unknown date. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
Upon receipt of additional information it has been determined that this product is not manufactured under MFR 1822565, product is manufactured by zimmer gmbh, (B)(4).